Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to elevated ion levels. Update: (B)(6) 2012 - medwatch report was received from hospital (B)(4). Medwatch report states: patient had total hip arthroplasty (B)(6) 2009 and presents (B)(6) 2012 for revision of total hip arthroplasty. Device is now apparently disintegrating and creating elevated metal levels in his blood. This hip was one of recalled components by manufacturer. (B)(4). Pathology labs - specimen 1 soft tissue, left hip, excision: necrotic material. Specimen 2 soft tissue, left hip, excision: necrotic material. Specimen #1 is labeled pseudotumor, left hip and consists of a 3.5 x 2 x 2 cm aggregate to yellow, tan and gray friable material.

Event description:
Patient was revised due to elevated ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.